Event description:
It was reported that two days post implant the right ventricular (rv) lead had dislodged. The threshold was high at postop check and a lateral x-ray showed tip facing posteriorly. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).